Manufacturer narrative:
(B)(4).it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.

Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2015, to report a sensor pod that fell off the patient's skin before 7 days. The sensor was inserted at the arm on (B)(6) 2015. Patient's mother stated that she does not want to use skin tac or mastisol for skin preparation. Patient reportedly uses an unspecified wrap per the advice of her health care provider. The date of medical intervention is unknown. No further event or patient information is available.